Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage was performed and passed with 0.21 voltage. Pairing test with nordic bluetooth device was performed and failed due to data not found. There was no data log available to review. A bin file analysis was performed and no transmitter failed error was found. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.